Event description:
As reported, during a laparoscopic inguinal hernia repair procedure on (B)(6) 2021, a bard/davol optifix straight fixation device (device #1) was used to fixate the mesh. As reported, when the surgeon tried to fixate at the cooper¿s ligament, broken fasteners deployed. It was reported that the deployed fasteners did not successfully fixate into the mesh/tissue, and the broken fasteners were removed from the body. The surgeon used another optifix straight fixation (device #2) device which as reported had the same issue. It is reported that the tissue was stiff because the patient was young. There was no reported patient injury.

Manufacturer narrative:
Functional evaluation of the returned sample finds successful deployment of multiple fasteners and also identifies the guidewire to be bent. Internal component evaluation found that all the inner components in place with no anomalies found. Broken fasteners deploying as reported is a known result of a bent guidewire. The guidewire on the device is found to be bent from applied forces when in use while attempting to fixate at the cooper's ligament as reported. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ this MDR represents the bard/davol optifix straight (device #1). An additional emdr was submitted to represent the bard/davol optifix straight (device #2). Sample evaluated.